Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the crimped stent had proximal stent damage present, as a number of struts were pulled/stretched out proximally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified unspecified vessel. An attempt was made to advance the 2.25mm x 20mm promus element¿ plus stent to the target lesion; however, difficulty was encountered. When the device was removed, the distal edge of the stent strut was found to be "lifted." The device was then replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified unspecified vessel. An attempt was made to advance the 2.25mm x 20mm promus element plus stent to the target lesion however, difficulty was encountered. When the device was removed, the distal edge of the stent strut was found to be "lifted". The device was then replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient status was good.